Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the hypotension, the cause was not determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The user facility reported that there was hypotension during impella cp patient support. While on support, there was some hypotension when fluid removal was increased. An abiomed representative noted that there was an increase in vasoactive drugs. The patient experienced worsening acidosis. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Medical safety reviewed the event and noted the following: the patient had congenital heart disease and was receiving extracorporeal membrane oxygenation (ECMO) support. Physicians attempted to insert an impella 5.5 device; however, due to vessel size and calcification, the device could not be advanced. This was classified as a non-delivery event attributable to the patient¿s known anatomy. Subsequently, an impella cp device was successfully placed. While on impella cp support, the patient experienced a hypotensive episode during continuous renal replacement therapy (crrt). The hypotension was associated with excessive fluid removal and resolved after intervention. The patient¿s condition continued to deteriorate, with severe biventricular failure noted. The family elected to withdraw care, and the patient expired. Device involvement and reporting: impella 5.5: non-delivery event due to anatomical limitations. Impella cp: hypotensive episode conservatively reported as device-associated, though root cause was excessive fluid removal during crrt. Patient death conservatively reported while on device support; however, the device is unlikely to have contributed to the outcome, which was attributed to the patient¿s underlying condition. Conclusion: the events were reported in accordance with regulatory requirements. No device malfunction was identified. The inability to insert impella 5.5 was due to patient anatomy, and subsequent complications were related to clinical management and disease progression rather than device performance. Device status. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.